Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level in the 40s (mg/dl). The customer was treated with juice to address bg level, and was discharged later that day with no permanent damage. Reportedly, the customer delivered a bolus based off an inaccurate continuous glucose monitor (cgm) reading. The cgm reading was reported as 389mg/dl; however, the bg meter reading was unknown. Tandem technical support performed a pump system check and confirmed that the pump performed as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.